Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient therapy, customer reported that the innercool stx surface system (serial #(B)(4)) ran for about 10 minutes and then displayed a sensor fault error and powered off. The innercool would not power on. Customer used warm blanket (bair hugger) to continue with patient therapy. No known impact or consequence to patient information was available.